Manufacturer narrative:
The following fields were updated due to additional information: d10 device available for eval yes. D10 returned to manufacturer on: 2020-07-29. H6. Investigation summary: customer returned (1) 1/2cc, 12.7mm, 30g syringe in an open poly bag from lot # 3346382. Customer states that one insulin syringe from poly bag that has a deformed/crushed needle, and plunger broke off of that syringe as well and are expired. The returned syringe was examined and exhibited a crushed plunger cap and a broken thumb press. However, this lot was manufacturing in february 2014 and these syringes expired in february 2019. At this point the customer should dispose of these syringes. The issues observed on the syringe cannot be confirmed as this sample is expired. A review of the device history record was completed for batch# 3346382. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was produced in february 2014, therefore it would be expired. Bd was not able to duplicate or confirm the customer¿s indicated failure h3 other text : see h10.

Event description:
It was reported the bd insulin syringe with the bd ultra-fine¿ needle experienced a case of the cannula breaking off or pulling out, plunger loose/falls out/separates, and product use beyond shelf life. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 328466 batch no: 3346382. Consumer reported to have one insulin syringe from poly bag that has a deformed/crushed needle. Also stated the plunger broke off of that syringe as well. Consumer stated she could not locate an expiration date for these syringes however provided a copyright date of 2012. Advised consumer that these insulin syringes are expired and advised to discontinue using them. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd insulin syringe with the bd ultra-fine¿ needle experienced a case of the cannula breaking off or pulling out, plunger loose/falls out/separates, and product use beyond shelf life. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 328466 batch no: 3346382 consumer reported to have one insulin syringe from poly bag that has a deformed/crushed needle. Also stated the plunger broke off of that syringe as well. Consumer stated she could not locate an expiration date for these syringes however provided a copyright date of 2012. Advised consumer that these insulin syringes are expired and advised to discontinue using them. Date of event: unknown